Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient presented to the clinic with a cough and some discomfort. The center believed that the patient possibly had pneumonia; however, after reviewing scans, they noted that the patient had a pump pocket infection. The patient was admitted into the hospital and the abdomen was opened and the pump pocket area was irrigated. The patient was administered antibiotics. On (B)(6) 2014, while the abdomen was opened, a crack in the pump end bend relief was noted, and wires were exposed. The hospital staff continued to monitor the patient's infection in order for the patient to receive a pump exchange. On (B)(6) /2014, it was reported that the patient continued to have positive blood cultures and was still on antibiotics. On (B)(6) 2014, the patient received a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The evaluation of the lvad confirmed the report of a pump end bend relief fracture. The percutaneous lead (lead) was cut approximately 6¿ from the pump housing and the remainder of the lead was not returned. A crack in the pump end bend relief was noted approximately 0.5¿ from the pump housing. Examination of the fracture surface revealed fatigue striations indicating that the crack progressed from the inside. No evidence of material flaw or improper processing was found. Continuity testing of the returned portion of the lead extending from the pump housing found that all wires were electrically intact; however, examination of the underlying wires within the lead revealed a breach in the brown wire insulation exposing the inner conductors adjacent to the nipple of the outlet housing. The observed damage appeared to be the result of fatigue due to abrasion against the braided shield. In addition, a direct correlation between the device and the reported pump pocket infection could not be determined; however, the heartmate ii instructions for use lists pocket infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.